Event description:
The customer reported, the unit failed the op check, had a beeping red x, and was not operational. There was no report of patient involvement. Pending further investigation.

Manufacturer narrative:
(B)(4). The customer reported the unit failed the op check, had a beeping red x, and was not operational. There was no report of patient involvement. Pending further investigation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.